Manufacturer narrative:
Olympus technical assistance center (tac) recommended a field service engineer (fse) perform an onsite visit to the user facility and service the unit. An fse has been dispatched to the user facility, however, no further information has been provided at this time. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor connecting tube was missing the middle part, and the device was pulled from service. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that the user applied loose stress to the connector, causing the part to come off, and then reassemble the part without using valve p and connector spring a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.